Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Bioprosthetic valves have been proven to have excellent long term durability. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration or endocarditis. These are typically due to patient factors such as age, gender, and prior medical history of hypertension, diabetes and renal disease. Attempts to retrieve additional information are in process. Based on the information received the cause of the event remains indeterminable; however, patient factors may have contributed. If additional information is received a supplemental MDR will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information a patient with a 25mm mitral valve implanted for 10 years, 10 months, underwent transcatheter valve-in-valve procedure due to failed mitral valve. A 26mm transcatheter valve was implanted inside the failing 25mm valve. Patient outcome was reported as good. This was reported to be an emergent ad-on case so not much information was provided. No additional information was provided.